Manufacturer narrative:
H3: the catheter was returned, and analysis found a user related hole in the catheter body. H6: all previously reported method, result, and conclusion codes no longer apply to this event. Continuation of d10: product ID 8782, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter; product ID 8784, serial# (B)(6), implanted: (B)(6) 2015, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 12-feb-2017, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 20-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (2000 mcg/ml at 483 mcg/day) via an implanted pump. The patient¿s medical history was spinal fusions and chronic pain. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that during the routine pump replacement procedure today the catheter was sluggish to aspirate. A dye study had been done in (B)(6) 2020 which was reported as coming back normal. During the procedure today, the hcp was able to completely aspirate the catheter and the system was primed. During recovery, the patient was given a series of boluses that she responded to, but less than what was expected. In recovery, the patient reported that in december she felt like her pain relief started to not be as good and she had additional pain in her neck. With all of this, the hcp decided it would be best to revise the catheter and move it up higher. The surgery would hopefully occur within a week. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿na¿ was noted. It was noted that the issue was not resolved at the time of this report. Surgery was planned, but not yet scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) reported on (B)(6) 2021 during pump replacement, surgical observation on (B)(6) 2021 revealed the catheter appeared sluggish during aspirations. It was noted the catheter had two spots where it was kinked causing sluggish flow. The spot was by the collet and the second was by the anchor. The catheter was explanted/replaced on (B)(6) 2021 where an new 8782 was implanted. The outcome of the event resolved without sequelae on (B)(6) 2021. The device diagnosis was catheter occlusion. The patient's list of medications included amlodipine 10 mg tablet, cephalexin 500 mg capsule, dicyclomine 10 mg capsule, folic acid 1 mg tablet, hibiclens 4% topical liquid, mupirocin 2% topical ointment, narcan 4 mg/actuation nasal spray, pravastatin 40 mg tablet, prilosec over the counter 20 mg tablet, delayed release, ropinirole 0.5 mg tablet, vesicare 10 mg tablet, intrathecal bupivacaine, intrathecal fentanyl, and intrathecal morphine. Allergies include latex (rash) and lisinopril (throat). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.